Event description:
Pt's meter would not power on. The pt reported symptoms of "tingling sensation in fingers" while attempting to test. The issue was not resolved with troubleshooting. The pt reported taking insulin and 30 minutes later they received treatment by their physician. It would be helpful to know what the result was on their physician's meter. No further info has been reported. A letter is being sent to attempt to obtain more clinical info.